Manufacturer narrative:
(B)(4).

Event description:
During a post market clinical study it was identified that a plate was broken and that there was a nonunion at the proximal interface of the bone block arthrodesis site. Post-op notes identify the subject being noncompliant with weight-bearing instructions